Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that when opening the product, a hole was found in the product. When the customer opened the pack a fan spray tip with shield was slit. There was no patient impact or delay reported as there was no patient involvement. Due diligence is complete.